Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy connector assembly at the failure analysis center and verified the root cause of malfunction to be a broken pin stuck in one of the connector sockets. Physio is unable to conclusively determine the pin's source since the corresponding connectors were not made available for evaluation. Further root cause could not be determined.

Event description:
It was reported that the energy discharged pin from the paddles or quick-combo therapy cable broke off and was stuck inside the corresponding therapy connector. The failure resulted in the device inability to attach to the therapy cable or paddles assembly to provide defibrillation therapy. There was no report of pt use associated with event.